Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on (B)(6) 2017. It was reported that there was no intent of returning the pump that was replaced that they were aware of. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 754.4 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that per the hcp, she was unable to access the reservoir port at refill appointment on (B)(6) 2017. The patient was sent for imaging which indicated that the pump had flipped. Patient reportedly also experience "internal shaking" symptoms for the past 2 weeks, which the hcp stated had her wondering if catheter was kinked. Patient was admitted to hospital via the emergency room. Per the hcp, the different hcp was to add pocket revision to re-anchor the pump on (B)(6) 2017. It was stated that the patient's symptoms started 2 weeks ago but was fine before then. Her instructions were to keep dose the same regardless of status of catheter. Environmental/external/patient factors that may have led or contributed to the issue was unknown. For diagnostics/troubleshooting, x-ray was done to check for flipped pump. Patient was to be admitted and would likely be scheduled for pocket revision on (B)(6) 2017 but as of this report no official word on surgery. Surgical intervention was planned but not scheduled. At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause of pump flip was not determined. Pocket revision was performed and pump was also replaced after originally implanted pump was dropped during procedure. The new pump was an emergency use and the serial number of the new pump was (B)(4). No further complications were reported.